Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2010-05753. It was reported that post a coronary stenting treatment procedure, the patient underwent a target vessel revascularization. In (B)(6) 2009, the lesion being treated was located in the mid right coronary artery (rca). The lesion was 50% stenosed, 3.5mm in diameter and 16mm long. The lesion was treated with predilation and placement of two taxus liberte stents (3.5x16mm and 3.5x16mm) without gap. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later without complication on aspirin, clopidogrel bisulfate, ticlopidine hydrochloride and anplag. In (B)(6) 2010, coronary stenosis was confirmed. In (B)(6) 2010, a percutaneous coronary intervention was performed with no ischemic symptom noted. The 75% stenosed target lesion located in the proximal rca was 3.0mm in diameter and 10mm long. The lesion was treated with placement of a 3.5x15mm promus stent. Residual stenosis was 0% with timi 3 flow kept throughout the procedure. The coronary stenosis subsided. In (B)(6) 2010, the patient was discharged. In (B)(6) 2010, at the one year follow-up, the patient had no anginal symptoms.